Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump was over delivering. The customer reported blood glucose value of 105 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake. The event involved product(s) mmt-1884l, mmt-7040a, mmt-332a, mmt-378a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. The customer reported low bgs. The customer reported a discrepancy between sensor glucose and blood glucose. Sensor glucose and blood glucose values were within the target range of difference. Explained the sensor appeared to be responding to changes in the glucose. The customer reported high bgs. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-378a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit was downloaded using thump software and carelink. Unit passed the following tests: displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self test, and displacement accuracy test. The adapt tool was utilized to look for relevant alarms that may confirm customer's concern. During download history review, no relevant alarms were noted to confirm harm code. Proceeded by cutting unit open to inspect connectors and electronic assemblies. No moisture damage noted on electronic assemblies. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay and scratched case in summary, customer concern for possible over delivery anomaly was not confirmed. Unit functioned properly and passed all tests within spec. No alerts noted during testing or in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.